Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 23 mg/dl and 80 mg/dl. Customer no longer has the alleged test strips. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.